Event description:
A report was received that a trial patient had an infection in the spinal cord, chest, and rib areas caused by a urinary tract infection. The patient experienced fever and swelling around the lead site. The patient was treated with IV antibiotics, as well as clindamycin and septra. The patient is reportedly doing well.

Manufacturer narrative:
The devices involved in the event were not returned to bsn for analysis as they were kept by the medical facility.